Manufacturer narrative:
The instrument was returned, no information was provided. Failure analysis evaluated the instrument and found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis also observed that the ceramic sleeve was broken and missing a piece 0.07 x 0.06. The broken piece was not returned with the instrument. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or broken ceramic piece, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The permanent cautery spatula instrument was reported to be defective prior to starting a da vinci surgical procedure. No specific details were provided. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.